Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (disease progression). Unapproved use of device (treatment of a patient with pre-implant rupture). Lack of information (cause is unknown). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression) 24 off label-unapproved or contraindicated use of device (treatment of a patient with pre-implant rupture). Lack of information (cause is unknown). (B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient presented with a contained rupture due to the aneurx stent graft had migrated distally in the aneurysm sac due to disease progression in the proximal neck. A type ia endoleak was also visualized. The physician elected to treat the patient with an endurant cuff; however, the endoleak did not resolve. Another endurant cuff was added and placed from the right renal artery just above the flow divider of the bifurcated graft and the endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.